Manufacturer narrative:
Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided as the exams were deleted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that site was unable to register both their navigation systems with the same CT scan. They aborted navigation and imaging. This occurred intra/peri-operatively with 15-20 minutes delay to surgical time. There was no reported impact on patient outcome.